Event description:
Packaging/labeling. Aosept contact lens disinfectant was placed directly in eye causing severe burning & irritation. Discomfort lasted 24 hrs. This solution is packaged in a bottle similar to other disinfectants which do not require neutralization. Although the bottle has a warning, there should be extra warnings to prevent use without neutralization. For example, a tape across the cap indicating that 1) if the disinfectant is not same as thimerosol based solutions and 2) the product should not be placed in the eye and 3) the neutralizer must be used. It is too easy to confuse this solution with other brands.